Manufacturer narrative:
The patient underwent mesh implantation in order to treat cystocele, enterocele, and rectocele. It was reported that following insertion the patient experienced pain and bleeding. It was reported that on (B)(6) 2010 the patient underwent repair of anterior colporrhaphy due to continual vaginal bleeding from previous surgical site. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2012 by dr. (B)(6)